Manufacturer narrative:
Sc-2366-50 sn (B)(4): the complaint was not confirmed. The device passed all required tests performed and exhibits normal device characteristics. Sc-4316 ln: 19586601: visual inspection of the two clik anchors revealed that both anchors have one eyelet torn through. The small piece of silicone was not returned. Additional suspect medical device component involved in the event: model: sc-4316 lot: 19586601 description: next generation anchor kit-sterile additional information was received that the physician confirmed that all the silicone from the clik anchor was removed from the patient.

Event description:
A report was received that the patient underwent a lead replacement procedure due to inadequate relief and a pulling sensation. The physician suspected lead fracture. No exposed cables were noted during the procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Date of event: (B)(6) 2016. Additional suspect medical device component involved in the event: model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to inadequate relief and a pulling sensation. The physician suspected lead fracture. No exposed cables were noted during the procedure. The patient was doing well post-operatively.